Event description:
09/20/2002 hill-rom received a medwatch report advising co of this incident. Customer reported that a patient with a history of alcohol abuse became very confused and started wandering the hallways early a.m. In 2002. Patient was restrained with a posey belt, bilateral ankle restraint, and right arm restraint. The account found the patient suspended on the right side of the bed with their head stuck between the lower end of the head siderail and the mattress. The patient had no respiration or pulse. The staff could not resuscitate the patient and the patient expired. An autopsy was performed and the cause of death was noted to be entrapment asphyxia.